Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The components were replaced to resolve the issue. The system was tested and found to meet product specifications. The root cause of the reported event can be attributed to a component failure. However, how or when these components became nonconforming cannot be determined conclusively. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to component failure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser is unable to deliver maximum power before a procedure. There was no patient contact. There were no error messages displayed.